Manufacturer narrative:
Medical device expiration date: na. There were multiple 510 numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using the bd max¿ instrument, with the bd sars-cov-2 assay, 7 false positive results were obtained by the laboratory personnel. The positive samples were repeated and upon repeat the results were negative. There is no indication that erroneous results were reported out and there was no report of patient impact.

Manufacturer narrative:
H6: investigation summary: the complaint of "false positives", "reader saturation warning" and "error in result metric" was reported against the bd max instrument catalog number 441916, serial number (B)(6). The complaint is not confirmed. No underlying issues evident in the database analysis. Some false positives were corrected by color compensation. Saturation independent of readers. Contamination was identified on optics and normalizer plate on side a and side b. Normalizer values found in tolerance; re-normalization was performed due to efc tests displaying unsatisfactory results and contamination on optics. Results were collected for review. Field qualification was performed as per (B)(4). Instrument tested without errors and was returned to lab for use. The root cause is likely related to "contamination on optics/optics failure". Also, there is an open CAPA 1632720 to resolve false positive and reader saturation issues related to bd sars covid assay. The investigation consisted of a review of the service notes, and related customer complaint data. No new risks, or hazards were identified. No parts or material were returned for investigation.

Event description:
It was reported that while using the bd max¿ instrument, with the bd sars-cov-2 assay, 7 false positive results were obtained by the laboratory personnel. The positive samples were repeated and upon repeat the results were negative. There is no indication that erroneous results were reported out and there was no report of patient impact.